Event description:
Follow up information received identified the patient reported everything has resolved and the wound has totally healed.

Event description:
It was reported the patient was seen on (B)(6) 2019 for their post-operative follow up appointment and reported they noticed drainage at the ipg site. There was no confirmed infection and the patient was prescribed oral antibiotics as a precaution.